Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection and cardiac arrhythmia could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. It was reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2019 due to a driveline infection and persistent ventricular arrhythmia requiring defibrillation or cardioversion. The infection resolved after treatment with surgery and antibiotics. It was noted that the patient had a cardiac resynchronization therapy defibrillator (crt-d) prior to ventricular assist device (vad) implantation. The patient later underwent a pump exchange on (B)(6) 2019 (related manufacturer report number 2916596-2020-00140). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this document lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate ii lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019 the patient had an infection of the driveline. The type of infection was unknown. Redness and fluid were observed at the driveline exit site. The patient was treated with surgery and drug therapy. The patient also developed a persistent ventricular arrhythmia, the patient was readmitted due to the infection and arrhythmia from (B)(6) 2019 to (B)(6) 2019. It was reported that the patient sustained an arrhythmia requiring defibrillation. It was noted that the patient had a crt-d prior to vad implantation. It was reported that the infection was resolved. No additional information was provided.